Manufacturer narrative:
According to the service order 43101828 the field service technician performed following work: cleaned the unit, ice sensors cleaned and checked, vacuum valve removed and cleaned, device put into operation, ice formation 2/3 on 03.09.2019 10 o'clock. Unit ok and released on 03.09.2019. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the failure could be confirmed. The hcu 40 risk analysis version v17 (dms#: 2023635) was reviewed and the failure is assessed in section: risk ID: h9.2.2.34. Hazard: too low blood temperature. Since the incident is below the accepted rate, no remedial action is necessary. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ice block fo the hcu40 melts after 16 minutes already. No known patient involvement. (B)(4).